Event description:
It was reported that the sheath separated from the hemostasis valve during use. The pt lost some blood, but a transfusion wasn't necessary. The sheath was removed and replaced without any complications.